Event description:
It was reported that the patient experienced a loss of therapeutic effect over time. It was noted that the patient underwent two procedures to remove scar tissue from the bladder, after which symptom relief was further decreased. The patient tried all four programs on the patient programmer and symptom relief was marginal. Reprogramming was performed over a year ago, but it only helped for a short period of time. The patient desired to have the neurostimulator reprogrammed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3093-28, lot #: v225114, implanted: (B)(6) 2009, explanted: na; programmer model: 3037, serial #: (B)(4).